Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr sheath and 0.014 spider fx embolic protection device during treatment of a 300mm fibrous lesion in the patient's proximal, mid, and distal superficial femoral artery and popliteal artery. Slight vessel tortuosity and no calcification are reported. Lesion exhibited 70% stenosis. Artery diameter reported as 6mm. IFU was followed. Vessel pre-dilation was not performed. Tip detachment is reported. It is reported the device was stuck in the distal flush tool (dft) after fourth cleaning and the tip would not come back through the black valve on the dft. The tech gently pulled on the tip/nosecone and it detached. The tip separated at the hinge pin. The procedure was completed by pta. No patient injury reported.

Manufacturer narrative:
Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside three biohazard bags. Detached nose cone also returned. A visual inspection of the received device shows that, the thumbswitch was positioned in the ¿off¿ position. The distal flush tool (dft) is positioned at the distal end of the torque shaft. The tip has detached distal to the anchor pockets and not at the hinge pins as reported. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.